Manufacturer narrative:
Additional information has been requested. Synthes is unable to provide the manufacture, PMA/510k number and/or the date of the manufacture as no product was returned and no part/lot number was provided. Without a lot number a device history records review could not be requested.

Event description:
Patient underwent a posterior lumbar fusion procedure with a matrix construct at l3-s1 on (B)(6) 2011. X-ray taken (B)(6) 2011 showed the hardware in good position. Patient followed up with the surgeon on (B)(6) 2011. In the x-ray taken on (B)(6) 2011, the rod appears to be lifted at the s1 screw and the 'tail' that was left on the end of s2 during implant seems to be shortened; also showed acute l5-s1 screw loosening. No revision date has been set, patient has been placed in a brace 18 hours/day x 3 weeks.